Manufacturer narrative:
The meter remote has not been returned to animas. If the meter is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1) issue. Reportedly, the reporter was unable to clear the error 1 message that occurred during bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/31/2014. Device evaluation: the meter remote has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the meter found scratched display lens. On investigation, the meter powered up to error 1 message that the investigation was unable to clear and the remaining testing was not completed.